Manufacturer narrative:
The complainant indicated that the device was disposed, and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, there was dilator bunching and the needle detached from two mesh leg assemblies, inside the patient. The physician was not concerned about leaving the needles inside the patient. The procedure was completed with another pinnacle anterior pfr kit without any further complications to the patient, who is reportedly "fine" post-procedure.